Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they can get their controller charged but they can't get the controller connected to their implant. Patient mentioned a couple months ago they took a bus tour to nashville, tn, the hotel had a 350 pound door that snagged on the carpet, threw the patient on the metal bed frame and the patient fell. Patient mentioned they had a bruise on their implant and since then they can't get their implant to charge up. Agent instructed patient to unlock the controller and patient mentioned the controller was no powering on. Agent instructed patient to plug the controller into the wall and patient mentioned they were unable to find the ac power supply. Patient noted they will keep looking for the ac power supply and call back to further troubleshoot. Pt called back stating they were told to call back when they found the ac power cord. Agent told the pt that they need to charge the controller before any further trouble shooting can be completed. Pt states they have no trouble charging the controller. Pt states when they try to charge the ins they keep getting that the controller can not find the ins. Pt states "since implant" they have been having trouble getting the controller to connect to the ins but eventually they would be able to connect and charge. Pt states since the call they have not been able to connect to the ins at all for a couple of months now. Pt states they see no visual damage to any of the external devices. Pt will charge the controller and will call back when they are ready to start charging the ins.